Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event involving medical intervention. The consumer stated that he does not perform regular control solution tests as recommended by the MFR. When tested during troubleshooting, control solution testing confirmed the integrity of the test strips. The consumer was educated on these directions for use at the time of call. The consumer is an insulin pump user and calculates insulin boluses according to his diet. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.